Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the stylet was stuck in the left ventricular (lv) lead and couldn't be removed, and as a result the lv lead was dislodged. The lv lead wasn't used and was replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The event of stylet could not be removed and ¿lead coil is pulled out along with part of the stylet¿ was confirmed. A complete lead was returned with stylet stuck for analysis. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly which is consistent with procedural damage. The cause of the reported event of stylet could not be removed was isolated to the bunching of the stripped stylet, ptfe coating and inner coil. Electrical and impedance analysis were normal with no anomalies found.